Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the customer was unable to see insulin exit the end of the infusion set tubing during the fill tubing process. The customer's blood glucose level was 215 mg/dl. Tandem technical support (cts) instructed customer to disconnect infusion set tubing and fill tubing again. Customer was unable to see insulin exit the cartridge patient line. Customer replaced cartridge and was able to resume insulin delivery.